Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had pocket hematoma. The physician drained the pocket and shortly thereafter, the patient had an infection. The pacemaker was explanted. No additional adverse patient effects were reported.